Manufacturer narrative:
This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. (B)(4). Initial reporter phone number: (B)(6). \a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a tap, peritoneum closure, the stapler was not fired. The last known patient status is ok.